Event description:
Reportable based upon analysis completed (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. Access was obtained via the radial artery. The 70% stenosed, 15mm in length, de novo target lesion was located in the mildly tortuous and severely calcified, 2.5mm in diameter left anterior descending (lad). The lesion was predilated with an unspecified balloon. The physician was unable to cross the lesion with a 3.0x16mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "stable." However, returned device analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the distal edge of the stent was damaged. Struts on the first stent row from the distal edge were raised distally. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)